Manufacturer narrative:
All equipment was functioning correctly and within specification. Clinic performed investigation and suspects the distribution loop was incorrectly rinsed out by a clinic technician after disinfection with minncare. A failure to manually run both distribution loop pumps during the rinse process, could have introduced disinfectant into the loop when the pumps automatically alternated.

Event description:
On (B)(6) two dialysis patients were exposed to minncare. Patients were hospitalized and have been discharged.